Event description:
Information received from a patient reported that they have had multiple bladder infections since (B)(6) 2016. The patient also mentioned that they had trouble voiding before their pain stimulators were implanted. It was reported that the patient's lead wires were taken out on (B)(6) 2015 and their implantable neurostimulator (ins) was explanted a month prior to the date of this report. No further details were provided. Indication for use is degenerative disc disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.